Manufacturer narrative:
(B)(4). An engineering quality review was completed for this complaint file. The reported condition of a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the most likely cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. Although it is not clear from the complaint the cause of the bag falling, the complaint is potentially related to the patient not placing the bag in an appropriate location. On page 3-8 of homechoice apd systems patient at-home guide (07-19-61-244) issued on october 2, 2009 patients are instructed to place solution bags on a flat, stable surface and not stacked on top of each other. This review found the labeling adequate for the potential use error in the complaint. This incident was resolved over the phone using the current label copy. The technical service representative (tsr) reviewed proper procedures per the user manual with the home patient. Similar complaints have been received for this reported problem, but there is no adverse trend for this issue. CAPA number (B)(4) is associated with the system error 2240 alarms. The root cause is being investigated through the CAPA investigation.

Event description:
A customer contacted (B)(6) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during dwell 2/4. The home patient (hp) stated the supply bag fell and disconnected. The technical service representative (tsr) instructed the hp to cycle power off/on to clear error 2240. The tsr further assisted the hp to disconnect using aseptic technique and to remove the cassette. The hp confirmed he would start over with new supplies and would notify his peritoneal dialysis nurse (pdrn). On (B)(6) 2010 product surveillance spoke with the hp's son who stated there have been no other issues and the hp was feeling fine. The hp's son stated the sample was discarded and the lot number was unknown. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.